Event description:
It was reported that the device battery drastically decreased which triggered elective replacement indicator (eri). The device was explanted and replaced . No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. The returned device indicated lock-up in an integrated circuit. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. (B)(4).